Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The exhalation valve was removed and cleaned and reassembled to resolve the issue.

Event description:
The hospital reported an over delivery of pressure during a case. The patient was taken off the system and was ventilated using a resuscitation device. There was no injury as a result of this event.